Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a white display before and after a battery change. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump has an alarm that cannot be cleared. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump gave unexpected white flashing display after battery installation followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to display anomaly. Device was received with minor scratches on case and minor scratches on lcd window.